Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are not able to determine the definitive cause of event.

Event description:
It was reported that patient with preoperative diagnosis of kyphosis underwent posterior fusion at th10-sai. Intra-op, set screw was rotating differently than usual during final tightening and a burr occurred. The burr was removed, the site was cleaned and the set screw was replaced with another set screw. It was considered that the surgeon did not notice about the cross-thread during insertion because securing a visual field was difficult. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and microscopic examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread and is consistent around the damaged portion of the threads. This is consistent with misalignment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.